Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a software crash and blue screen. The field service engineer connected to the device as cfnadmin, launched es application and verified sync was updating database, rebooted station. The software launched and functioning normally. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a screen issue. The customer stated that the station software crashed and stuck on blue screen causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.